Manufacturer narrative:
A company service rep observed surgery after the footswitch had been replaced; there were no problems noted. Investigation, including root cause analysis is in progress.

Event description:
The facility initially reported the unit was not working right during surgery. They requested service. Additional information received stated the footswitch stopped after the doctor had already gone into the capsule. They had no back-up footswitch. The patient was transferred to another facility to complete the case. The surgeon reported that the outcome from the patien's standpoint is favorable. At the one week postop visit, visual acuity was at 20/25+ with a refraction of -1.50 +0.75x005. There was no residual erythema and the cornea was clear with the exception of some mild residual edema and striae adjacent to the cataract wound. Seven additional surgeries that were scheduled for that day were rescheduled in 2007. With the replacement of the foot pedal and connector cable, the system worked without further problems for those seven cases.